Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor position encoder error alarm and motor error. The customer's blood glucose level was unknown. Troubleshoot was unable to be conducted due to customer disconnecting from line. No further assistance provided at this time.